Event description:
The following info was reported: device failed to engage white advancer tube after shuttling sealant. Manual pressure of 20 minutes required with no further complications.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the distal end of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1312904) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause of reported the failure to deploy could not be conclusively determined.